Event description:
It was reported to philips that the allura system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc cannot bootup. Review of the system log file shows that the host pc power on counter was less then image processing pc (ippc), so it means the host pc did not bootup during system power on. Upon functional testing, fse found that host pc is malfunctioning. To resolve this issue, fse replaced host pc and reloaded new license file. After replacement of the host pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.